Event description:
Date of implant - 2005. The hip joint makes grinding/squeaking noises, often when I shift my weight from side to side, or stretch upon waking in the morning. Since my implant, I have been dealing with chronic pain in the hip area that runs down my leg. At night, I have to use a pillow between my knees to hold the leg up due to pain or I cannot sleep. The pain is daily and constant. When I walk, it feels like my hip is somewhat restricted in movement. My mobility is greatly lessened, and sometimes I have to really take my time due to the pain. Often times, I have experienced getting up from a chair or sofa, and the implanted leg gives out or collapses. I have to hope there is something to grab on to. With any sort of pressure on the leg - walking - irritates the hip. After I walk and then sit down, the pain in my hip intensify.